Manufacturer narrative:
Investigation summary: the evaluation of pump confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 24¿ from the pump housing and the distal portion was returned measuring approximately 15¿. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a thrombus in the proximal end of the outlet stator surrounding the outlet bearing ball. Its lack of laminated layering indicates that the thrombus may not have initially formed in the outlet stator; however, its origin could not be conclusively determined. A specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined. No patient symptoms were reported. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii IFU lists device thrombosis as an adverse event that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 9 months 29 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient returned to the operating room on (B)(6) 2019 for an hm ii to hm ii pump exchange secondary to suspected pump thrombosis. Additional information was requested but not provided.